Manufacturer narrative:
H.6. Investigation: bd received a 20 gauge insyte autoguard unit from lot 9008727 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed that the catheter/adapter was incorrectly placed inside of the needle cover causing it to become wedged inside. The catheter tip also appeared to have a v-shaped cut near the tip indicative of the needle piercing through the tubing. Based off the visual inspection the engineer was able to verify that the needle had pierced the tubing resulting in the observed cut. Unfortunately, a definitive root cause could not be determined.

Event description:
It was reported that before use of the bd insyte¿ autoguard¿ shielded IV catheter there was an issue with the tip of the catheter being damaged. The following information was provided by the initial reporter, translated from spanish to english: patient with order of channeling, the nursing staff begins with the preparation of medical devices for said procedure, when removing the catheter from the packaging it is evident that the bevel is flowered at the tip. Catheter damaged.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that before use of the bd insyte¿ autoguard¿ shielded IV catheter there was an issue with the tip of the catheter being damaged. The following information was provided by the initial reporter, translated from spanish to english: patient with order of channeling, the nursing staff begins with the preparation of medical devices for said procedure, when removing the catheter from the packaging it is evident that the bevel is flowered at the tip. Catheter damaged.